Event description:
The customer reported that on 1/26/98 vasoseal was used following a ptca procedure. A small hematoma was noted following the procedure. The pt was hypotensive & rec'd one liter of normal saline. A CT scan was done to rule out a retroperitoneal bleed. On 1/30/98 there was bleeding at groin site due to a large hematoma. The pt was sandbagged & given two units of rbcs.